Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was not detecting the insulin within a cartridge. The customer removing the cartridge and performed the load sequence to address the event. There was no reported adverse impact to the customer's blood glucose level.